Event description:
It was reported, the unit emitted sparks near the switch and stopped working.

Manufacturer narrative:
It was reported the sparks near the switch, and then stopped working. Examination of the unit revealed a break in the cord at the entrance to the strain relief area near the switch. The break prevents the wires in the cord from making continuous contact and could possibly expose bare wires when the cord is bent. The failure may be a result of misuse or failure to follow instructions on the part of the consumer by subjecting the cord to excessive stress. Although users are instructed not to bend or twist the cord, we are taking appropriate action to make the design more robust by initiating a CAPA project ((B)(4)) to prevent this failure from recurring.